Manufacturer narrative:
(B)(4). Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the retainer ring had crack. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.